Event description:
The customer reported wash valve pump motion errors and erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for five patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer stated two patients¿ results were released out of the laboratory, patient #1 and #2. Subsequent analyses of the patients¿ samples produced non-reproducible results. The samples were also analyzed through an alternate methodology and produced lower results within the normal reference range or within the risk stratification. The customer notified the emergency room (ER) facility of the discrepant results. It is unknown if patient treatment was impacted. The customer has not received any reports of patient injury or change to patient treatment associated with this event. Controls are performed once every 24 hours. Quality control (qc) was within specifications prior to the event. System check performed passed during the event. The customer-supplied data also revealed elevated and discrepant creatine kinase-mb (ck-mb) results for two patients. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) noted wash pump failure to home errors in the analyzer's event log. The fse rebuilt the wash pump by replacing the seal, home sensor, and timing belt. The fse then cleaned the parts of the wash valve and replaced the wash valve home sensor as corrosion was observed in the wash valve sensor head. A wash buffer spill in the wash wheel was also noted and cleaned. Three bearings and a pinch roller were also replaced due to the wash buffer spill. System verification testing (system check, high sensitivity system check, and quality control) was within assay, instrument, and laboratory specifications following the repairs. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a hardware malfunction of the wash pump and/or wash valve assemblies is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00753.